Manufacturer narrative:
This supplemental report is being submitted to provide the correction of h3. Updated fields: h2, h3, h11 should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noisy image. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the image disappearing completely and the noisy image was damage to the charged coupled device (ccd) unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had a complete image disappearance the issue occurred during the inspection for use. There was no patient involvement.